Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis, adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Post-operative CT imaging showed no endoleak. On an unknown date, three month follow-up imaging identified an endoleak. The physician suspected a proximal type I endoleak. The cause of the endoleak was not reported. On (B)(6) 2019, a re-intervention was performed to repair the endoleak. An intraoperative angiography showed a type ii endoleak originating from the inferior mesenteric artery, therefore the origin was coil-embolized to repair the type ii endoleak. Another angiography after the coil embolization identified a minor proximal type I endoleak, and therefore additional devices were implanted to extend the proximal neck to repair the type I endoleak. Final angiography showed resolution of the type I endoleak; however a type ii endoleak originating from the right lumber artery was observed. The type ii endoleak from the lumber artery was elected to be monitored, and the patient tolerated the re-intervention.